Event description:
It was reported that a customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to ensure the pump was not connected to a power source and to press the button firmly, but the display did not turn on. Due to the absence of a charger cord, the customer was advised to follow up once they had the cord to continue troubleshooting. Technical support followed up by leaving a voicemail and a subsequent email, but the case was closed as the customer did not follow up.